Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) with right atrial competitor lead displayed pacing lead impedances greater than 3000 ohms. The sensing and threshold measurements remained stable during pocket manipulation testing and no artifacts were seen. The physician elected to reprogram the crt-d from vdd to ddd and to follow up with patient in three month intervals. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.